Event description:
It was reported by the patient that she underwent an unknown procedure (B)(6) ago for incontinence and mesh was implanted. The patient reported that she still had pain and wasn & apos;t healing on her (B)(6) visit. The surgeon did cut the stitches which she stated were too tight. The patient complained of bruising on her buttock and burning pain. In the (B)(6), the patient has seen a podiatrist, physical therapist, neurologist and chiropractor with no help. The caller was told on her last visit with the chiropractor that she may have nerve damage due to her complaint of hot burning in her legs, hips, and coccyx area and a feeling of a band around her knees. The pain is sharp at times. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.